Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported event.

Event description:
The complaint received states that after deployment the cashmere 14 platinum microcoil 3mm x 3 cm (src14030320 / f57807) had coil herniation during placement attempts. Patient was transferred from community hospital to (B)(6) hospital for intervention for his subarachnoid hemorrhage from a ruptured left posterior communicating artery aneurysm. The physician performed a cerebral angiogram; he attempted to coil the aneurysm; unable to place. A stent was deployed within the posterior communicating artery. He attempted to re-advance over the vascular reconstruction device without success. Several attempts were made; there was some stent motion and the catheter was removed. Patient had right vertebral occlusion proximally and left vertebral occlusion distally. The fusiform posterior communicating aneurysm on the left provided dominant flow to the basilar artery. Attempts to place a coil within the aneurysm were unsuccessful due to severe tortuosity as well as wide neck of the aneurysm. Pt transferred to nicu for observation.